Manufacturer narrative:
Insulin pump was received with blank display due to corroded lcd board and mother board. Unable to perform functional testing due to blank display. Unit had corroded keypad traces, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. Fluid was visible under the lcd display. The insulin pump had cracks on the top right hand and bottom left corners. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.